Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was verified and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical chelmsford for further evaluation. The customer's report was attributed to the analog board with out of calibration impedance. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.